Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record / device history record and exception review were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device(s) referenced in b5 is/are filed under separate medwatch report number(s).

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique hole prior to an evar (endovascular aneurysm repair) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle device in a row. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.